Event description:
Device 3 of 4. Ref MFR. Reports: 1627487-2014-03003, 1627487-2014-03004, and 1627487-2014-03306. It was reported the pt has experienced heating while charging, shocking and the inability of her scs ipg to hold a charge despite multiple reprogramming. At this time, it is not clear whether the shocking issue is regarding the scs ipg or the scs leads; therefore, the scs leads are being reported respectively as device 3 and device 4. The scs system was explanted and replaced. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.